Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a damaged stopper pin. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instruction of use (IFU) provides the following: confirm that the video adapter and instructions are in the package. Inspect the video adapter for damage. If the instrument is damaged, a component is missing or you have any questions, do not use the instrument; immediately contact olympus. Be sure to conduct the following inspection. If you find any abnormalities, immediately stop use. Continued use of the instrument under these conditions may cause malfunction during use. Fasten/loosen the endoscope lock knob and confirm that it rotates smoothly. When you pinch the endoscope lock knob and the locking ring knob between your fingers and rotate the locking ring, confirm that the locking ring moves smoothly olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the video adapter's "little bolt you used to pinch the device to attach is sheared off". The problem was found in the exam room during round inspections. There was no patient or procedure involvement reported.